Manufacturer narrative:
The reported event that self drilling half pin apex had a breakage during surgery could be confirmed. The root cause of this breakage has been identified as a r&d/design issue. R&d maintenance took over this failure mode within the framework of a potential recurring situation identification board and reported the following: "the potential to improve the insertion behavior shall be investigated. Tolerance field of the tip is to be reduced. (B)(4) has been opened and will address this failure mode. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon was inserting two pins in distal femur. Both pins broke leaving the tips in the patients right femur. One in near cortex and one in the far cortex. They were not retrievable.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was inserting two pins in distal femur. Both pins broke leaving the tips in the patients right femur. One in near cortex and one in the far cortex. They were not retrievable.